Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that last night they were having trouble urinating and felt like they could not go even though they needed to go and their penis felt numb. The patient stated that this happened the night before and the night prior but it was less severe. The patient confirmed they do not feel any stimulation from the device. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B2: other: urinary retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.